Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged which caused a loss of capture. The lead was successfully explanted and replaced. The patient was in good condition before and post surgery.